Manufacturer narrative:
(B)(4). No sample or photograph was received from customer for evaluation, therefore this complaint was unconfirmed. Specification revealed connection between 3/8 insert on line# 9 and oxygenator was a customer made connection. There were no reboxes, no reworks, no process issues, no fail tasks or raw materials issues noted on device history review (DHR). (B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was blood at quick connect at inlet of oxygenator. Further customer clarification indicated the perfusionist was about to initiate cpb, the patient was already cannulated and getting ready to retrograde autologous prime (rap). The perfusionist tugged on the line to check the connection. It disconnected, which drained blood through the arterial cannula and out of the oxygenator. The perfusionist reconnected and de-aired prior to initiating full cardiopulmonary bypass. The surgical procedure was completed successfully. Per further clinical review: the perfusionist was checking the connectivity of the quick connections when one came apart. This occurred just prior to going on cpb, not while on cpb. There was blood in the circuit from the suckers, so this was diluted blood. The perfusionist stated an approximate loss of 100 ml. This didn't result in the patient requiring a blood transfusion. The connector wasn't changed out, but reconnected. There was no delay to the procedure, and the case finished without incidence.